Manufacturer narrative:
The suspect handle has not been received by the manufacturer for evaluation. Part not returned for analysis.

Event description:
A medtronic representative reported that, while in a spinal fusion, the metal cap on the ratcheting handle being used came off. The reported issue occurred when the operating room (or) staff removed it from the thoracic probe.

Manufacturer narrative:
The reported issue occurred during navigation. There was no reported delay to the procedure due to this issue. There was no impact on patient outcome.

Manufacturer narrative:
The suspect handle was returned to the manufacturer for evaluation. Visual inspection found that the end cap was removed from the handle and missing while the ratcheting handle was found to be fully functional. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.